Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed amikacin (xamik) result. No product non-conformance was identified. The issue was the customer reported sample ID (B)(6) produced an amikacin the initial result from a heparinized primary tube. The instrument data review showed no issue with the instrument or assay performance. The open channel emit amikacin assay instruction for use (IFU) does not list heparin as an acceptable sample type. The IFU states "heparin has been shown to interfere with the measurement of amikacin; therefore, the use of blood collection tubes containing heparin is not encouraged". There is also a statement that heparin shouldn't be used with this assay in the limitation of procedures section. The cause of the event is the customer is not following siemens recommendations and using an unsupported sample type. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed amikacin (xamik) result was obtained on a patient plasma sample on the dimension vista 500 instrument. The discordant result was not reported to the physician (s). The same sample was reprocessed the same day on the same instrument and higher results were obtained. One of the higher results was reported and considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed xamik result.